Event description:
A report was received that a patient had lost about (B) (6) lbs and was not able to properly charge her ipg. The weight loss was not device related. The patient's pocket site was revised and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.